Event description:
This is being submitted to report the air embolism that occurred during use with the mitraclip steerable guiding catheter (sgc) and clip delivery system (cds), which required medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The steerable guiding catheter (sgc) and the clip delivery system (cds) were prepared prior to use, per the instructions for use (IFU). After a successful transseptal puncture, the sgc was introduced into the left atrium (la). The cds was then introduced into the sgc; however, after a few seconds, the echocardiographer noticed an air embolism in the left ventricle (lv). The patients condition rapidly deteriorated, and was experiencing low blood pressure and atrial fibrillation. The patient was immediately placed in a head down position and a pigtail catheter was introduced in the lv to remove the air. Inotropes were given to increase the blood pressure and when all air had been removed, a temporary pacemaker was installed and the patients condition stabilized. The operator suspects that the air embolism may have been caused by an incorrectly closed 3-way-tap on the clip introducer. The mitraclip procedure was continued with the same devices. One clip was implanted and the mr was reduced to 1. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrectly closed stopcock on clip introducer. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for leaks can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during clip delivery system (cds) preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (damaged luer). With respect to user technique/procedural conditions, the cds leaks can be influenced by the steps utilized at the account during device prep, such as not fully de-airing the cds during preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). It should be noted that the mitraclip instructions for use (IFU) instructs the user to close the stopcock after de-airing the clip introducer, and states to confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired. Based on the information reviewed, the reported leak was due to the user not fully closing the stopcocks and is therefore, attributed to user error. There does not appear to be any indication of a product quality deficiency. The patient effects of embolism (air, thrombus, mitraclip device), atrial fibrillation and hypotension as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.